Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. There reportedly was a steep angle of insertion related to a large amount of scar tissue in the patient's groin area. The cardiologist had difficulty achieving mark. On his final attempt, the device broke at the crimp ring. Deployment was not attempted. The device was removed and the patient went to successful manual compression. He was discharged the following day without complications. The device was not returned to the MFR and was not available for evaluation.